Event description:
It was reported that during a lobectomy procedure, the tissue pad fell out when it was inserted into trocar after a few uses. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Sbw4/lxc4 09/11/2008.